Manufacturer narrative:
(B)(4). Evaluation method: device history review is pending. Results: device history review and product return is pending. Conclusion: cause of event cannot be determined. Analysis: the product has not been returned for analysis; however, return is expected. Conclusion: based on limited info, a cause for this event cannot be determined at this time. Should add'l info be provided, a supplemental report will be filed.

Event description:
Medtronic received info that during set up, the white plastic piece from the needle tip of this cannula came off. It appeared to have not been glued. There was no pt involvement.